Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The finger push button on the attune impaction handle seemed to be broken when they were putting it back in the set.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  added: d10 product complaint # (B)(4). Investigation summary evaluation of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The complaint consisted of (1) 254401017 attune impaction handle, lot number nw152961. Evaluation of the returned device confirmed that the attune impaction handle had a broken lever. All pieces were returned for evaluation. Complaints databases searched on product codes 254401017 identified previous complaints received for this failure mode. With regard to the redesigned handle; significant changes were done to increase the robustness of the lever and prevent the lever from going to a 3 point bend which had resulted in failures of a similar design previously. The device is provided with a hard stop against the attune tibial tower and even in this condition there is room for the lever to rotate further which prevents it from going to a 3 point bend. It is speculated that the device failed during tibial preparation (when used with the tibial tower). The risk of breakage of the lever has been considered in the risk assessment. The potential harms include- soft tissue irritation/ pain/ adverse tissue reaction & surgical delay. The complaint does not indicate any patient effect or surgical delay. The attune kit contains 2 handles for improving surgical efficiency. Both handles are never used simultaneously for a procedure. It should be noted that dr-001430 was initiated on 6 february 2014 to investigate and determine the root cause of the failure and concluded the root cause as undetermined. A hhe (103077730-hhe) /qrb (103090640-qrb) was initiated on 06 october 2014 with a recommended field correction in the form of a communication to device users. Further corrective action has been identified and information can be found under CAPA-003973. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Evaluation of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Product complaint # ==> (B)(4). Investigation summary ==> evaluation of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.